Event description:
Home monitoring reported arrythmias and two aborted charges. The patient was brought into the office and the arrythmias could not be reproduced with calisthenics. A lead fracture is suspected and the ICD therapy was turned off pending further evaluation. Should additional information become available, this event will be updated.